Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was awoken from their sleep by their roommate, who was concerned about their alarming system controller. Emergency medical services were called and upon arrival the patient appeared to be ill-looking. The patient's batteries were changed by the medical service personnel, but their system controller continued to alarm. The driveline was reconnected to the system controller upon arrival to the emergency department which resolved the alarm. Upon further interrogation, it appeared that the system controller displayed a driveline disconnect message. Log files were submitted for review. The event log file captured that the driveline was disconnected on (B)(6) 2025 at 4:45:32 and the pump stopped. There were low power advisory events just prior to the driveline disconnect. The low power advisories were due to normal battery depletion. The driveline was reconnected on (B)(6) 2025 at 5:36:34. The pump was off for a total of 50 minutes and 30 seconds. The pump operated as intended throughout the remainder of the log file with no alarms.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed a pump stop associated with the driveline disconnect. A specific cause for the driveline disconnect could not be conclusively determined through this evaluation. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025. On (B)(6) 2025, the driveline was disconnected causing the pump to stop. The pump stop events were associated with driveline disconnect, left ventricular assist device (lvad) off, and low flow hazard alarms. Following reconnection of the driveline, the pump resumed operation at the set speed without issue. The pump appeared to function as intended at the set speed while the driveline was connected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 2 of the IFU also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU, under "educating and training patients, families, and caregivers", explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the cause of the driveline disconnect was not identified and the patient suffered no adverse event due to this event. Patient was said to be currently at home.